Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the site was having difficulty registering the patient. A manufacturer representative facetimed the site to troubleshoot. The patient exam was cut off a little above the eyebrows, and along the sides and back of the patient's head (no ears). The tip of the nose was cut off. During troubleshooting, it was noted that initially all points were showing beneath the surface of the skin. The threshold was adjusted and auto-refined, but the exam was still choppy along the nose. The points collected were better along the skin, though the registration initialization took a long time. The surgeon switched to footswitch registration only, as the combination with dwell was causing inconsistent point collection. Touch points were added at the inner and outer cathus, as well as the collumella, and the site was able to get a passing registration of 4.4 millimeters. The surgeon was not comfortable with the level of accuracy. The touch points were not precisely placed, which could have contributed to the registration difficulties using touch points. Even with the touch points, the registration seemed to be slightly rotated from where it should have actually be placed. After another failed registration attempt, the surgeon chose to continue to the case without navigation system. There was no reported impact to patient outcome. There was a reported delay to the procedure of thirty minutes due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated initial reporter.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue due to the points under the skin and/or the red points included in the error metric. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the archive was reviewed and the exam was not to protocol. The back, top, and sides of the head were cut off. Two registrations had points collected in the space in front if the patient and another had the trace pattern mapped on the side of the head where the exam was cut off. It was noted that there was not much usable area left for tracing.